Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed. Based on the images provided from the field, it is evident that the distal tip is broken off. Since the device was not returned for evaluation, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion, prying, and leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via e-mail that an ar-3638dhc disposbales kit, for knotless hip fibertak® suture anchor, broke. This occurred during a procedure on (B)(6) 2024 when the device broke, the piece was embedded in bone and they had to dig to get it out adding about 30 minutes to the case. No additional information was provided, and additional information has been asked. Additional information received on 4/30/2024: this was discovered during a hip labral repair procedure. The drill bit was used in the patient, and it broke. Unfortunately, it was not noticed until the x-ray was taken for the cam resection. At the time of the device breaking, there was still more to do in the procedure; the sales representative was unsure how much anesthesia was administered. Initially, part number ar-3638dhc disposables kit was reported as the faulty device; however, the sales representative has reported that the correct part number is ar-3638dhc-2 disposables kit. The procedure was completed using products from another manufacturer.